Manufacturer narrative:
Investigation results: the device is not available for investigation. Due to the fact that the lot numbers are unknown, a review of the device history records must remain incomplete. The failure is most probably patient/usage related. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. Based on our experience, we suspect that failure is patient (e.g. Due to overload) or usage (e.g. Due to an improper implantation situation) related.

Event description:
Associated medwatch-reports: 9610612-2020-00195 (B)(6), 9610612-2020-00196 (B)(6).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with plasmacup sc size. According to the customer description, it was reported that the patient, who received total hip arthroplasty (tha) in 2003, was diagnosed with suspected ceramic liner breakage. The patient has difficulties in walking. A cup revision is scheduled on (B)(6) 2020. Details have not yet been provided. Infection : unknown. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2020-00195 ((B)(4) nj102); ((B)(4) nh048t).